Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the esd700 was thermally damaged on the distribution node (dn) pca board. A root cause investigation into the damaged component determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing thermal damage on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.